Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported incomplete coaptation appears to be related to challenging patient anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was implanted successfully. The procedure was discontinued with the single clip implanted due to the concern that the leaflets were degenerated and sick. On (B)(6) 2025, the patient returned, utilizing an transthoracic echocardiogram it was determined that a single leaflet detachment of the implanted clip had occurred. The implanted mitraclip was no longer attached to the posterior leaflet. The patient is being evaluated to determine if the valve is suitable for a secondary mitraclip procedure.